Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts remain on the insertion needle. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended, both ts deployed. The device was not returned in the condition of the reported complaint of simultaneous deployment. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during a meniscal repair procedure, t1 and t2 were deployed simultaneously. There was no delay and no patient injury reported.